Event description:
Procedure: low anterior resection. According to the reporter, the product was used as a second firing during the procedure due to a failed initial anastomosis. The patient had an anastomosis re-done (re-anastomosis) and a second leak occurred, as only half of the staple line had formed. The entire staple line did not form completely. There was tissue damage and patient injury reported. The patient received a diverting ileostomy and a loss of 3-4 cm of tissue. The diverting ileostomy and drains placed extended the hospital stay. Surgeon stated that blood loss was negligible.

Manufacturer narrative:
(B) (4). (B) (4).